Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent act button response due to moisture damage keypad traces. No unexpected numbers ramping/scrolling during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons does not work. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.